Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. The rep called in for longevity calculations; 1.7 v 60 usec 130 hz 3652 ohms. The technical services specialist (tss) did not confirm 24/7 usage but provided >10 year estimate regardless as that still holds true. High therapy impedances were noted. The rep indicated using the tablet to test this, further mentioning they tested at 3v though therapy impedance will measure at the settings assigned for this program. On 2019-apr-10, additional information was received from a manufacturer representative (rep) stating the cause of the high therapy impedances was not determined. The rep also noted that they did not attempt to perform an impedance measurement with the clinician programmer believing the results to be accurate. The impedance value obtained at 3.0 v were within normal range thereby reinforcing the belief that the results obtained by the tablet were true and accurate. For the purpose of the impedance measurement, the rep elected to use the automatic ramping capability contained within the activa application. As the ins in question was not at eri, the implanting physician elected to take no action. The patient and spouse shared with the rep that they had observed that the skin immediately overlying the left electrode wire in the scalp was warm to touch whereas the skin immediately adjacent to the wires was normal. The patient denied discomfort of other painful/unusual events outside of that which was described by the patient and spouse. The rep shared this information with the implanting physician who acknowledged the report. There was no resolution to the high therapy impedance as the consent for this procedure was for replacement of the right side ins which had reached eri. No further patient complications were reported/ anticipated as a result of this event.